Manufacturer narrative:
Investigation: used test and analysis equipment: aesculap rf- generator "gn 200", snr. 1510. Microscope "keyence- vhx 5000 d". Digital-camera "panasonic dmc tz8. Fluke 178 trms multimeter. Measuring module box with power supply. First we made a visible inspection of the jaw. Except the soiling (blood and tissue) we found no abnormities like burned or charred peak. Then we checked the mechanical function. The clamping function worked well, the cutting function didn´t work because of dried blood in the blade guide. In the next step we connected the instrument with an rf- generator "gn 200", snr.1510, and checked the electrical functions: test step: generator- announcement: result: activation with open jaw "regrasp open" o.k. Activation with wet tissue "sealing" failed. Activation with closed jaw "regrasp open" o.k. Activation with tin-foil in jaw "regrasp short" failed. In the next step we checked the function and the resistance of the system. Therefore we cleaned the jaw with hydrogen peroxide. Then we connected the instrument to the module box and measured the voltage drop over the instrument. With the voltage drop and the well known current, it is possible to calculate the real resistance on load operation. Result: resistance on load operation 280 kohms. The upper limit of the resistance of the complete instrument is 4,0 ohms and the determined value therefore out of specification. In the next step we opened the handle of the instrument to investigate the sliding contacts. Here we found several blood soiling in the handle shell. During closer examination we found strong soiling at the contact surface of the shaft and at the distal sliding contact. Then we opened the shaft at the distal end to check the shaft gasket. The gasket was correctly mounted. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: this instrument was equipped with a shaft gasket to prevent any liquid soiling in the handle, especially the sliding contacts. The gasket was mounted correctly and exhibits no damages. The finally root cause for the breakdown could not be determined. Corrective action: according to sa-de13-m-4-2-01-000-0 there is no CAPA necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: sweden. It is reported that the generator stated that the device burns, but in fact the instrument didn't burn. The surgeon cut the vessel and the instrument did not seal which caused the bleeding. The surgeon completed the surgery with another instrument.